Event description:
It was reported to vyaire medical that the vent was not delivering volume. There was no patient harm as the patient was switched to another vent.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: device was manufactured in 2007 and was not subject to UDI requirements. H3: device was returned for further investigation. Failure analysis lab was unable to duplicate the reported complaint and confirmed the device was functioning as required. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: d9, g6, h2, h3, h6, h11. H3: findings/root cause: vyaire medical's failure analysis team was unable to be confirmed or duplicated. (Unit under test) uut was ran for several hours and was found to be performing as intended.